Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported closure of an unspecified artery was attempted with the proglide device in relation to a transcatheter aortic valve replacement (tavr) interventional procedure. A cuff miss occurred. The method to achieve hemostasis was not specified. No further details are available as this was reported as a general comment. No additional information was provided.